Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. Based on the results of the investigation the most probable reason for the light guide lens failure due to foreign objects could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.